Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. Based on all available parameter and usage information, the device was found to be below the expected limits. Additionally, the voltage decreased from 2.94v to 2.58v in approximately 1 month without appreciable device usage according to the device image data. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent to the vendor for further analysis and no anomaly was detected that would cause the battery to deplete. The cause of the premature battery depletion could not conclusively be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The device was explanted due to excessive battery depletion. It was noted that from (B)(6) 2010 to (B)(6) 2011, the battery depleted rapidly.